Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The omnilinkm elite instructions for use instructs to prepare the unit prior to advancing into the anatomy. It could not be determined if failing to prepare the device prior to insertion into the patient contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the device was inserted into the anatomy before completion of device preparation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the calcified iliac artery, the omnilink stent delivery system (sds) was taken to the lesion and inflation to 14 atmosphere (atm) was attempted, but the balloon did not inflate. A contrast leak was noted and the stent was not deployed. The sds was removed from the anatomy without reported issue. A non-abbott device was used in the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.